Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a brown colored sticky substance on the probe cover was inconclusive due to the sample condition. One probe cover was returned for investigation. The cover had not been unfolded from its manufactured state. A black circle had been drawn in the corner of the folded cover. No foreign material was observed in the circle or on the cover. Holding the probe cover in the light revealed variation in the probe cover translucence within the circle. It is possible that the material existed on the probe cover, but the condition of the returned sample prevented confirmation of the reported event. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint due to ¿foreign material in probe cover¿ was inconclusive. The visual inspection did not determine the origin of the foreign material on the bag. Due poor sample condition the cause of this complaint is inconclusive. A lot history review (lhr) of rebq0526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a brownish colored sticky substance in with the probe covers. The probe covers were not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a brownish colored sticky substance in with the probe covers. The probe covers were not used.